Event description:
Right ij puncture site. Co2 venacavgram, and subsequent introduction of the convertible introducer. Filter was inserted into the sheath, pusher was then removed, filter cartridge was removed, sheath was flush with heparinized saline, the pusher was reintroduced, and the filter deployed. The filer was noted to not open on the distal (bottom) end while the cone and top of the stabilizing legs were opened. The physician then "shook the filter with the end of the sheath", which did not open the base of the filter. He then noted that the filter was migrating in the partially opened configuration from the ivc to the patient's heart. The physician was able to snare the convertible from below the filter hear through a 16 fr sheath, but was unable to snare the distal end of the filter. The filter was removed without incident via the rij.